Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not powering up) has been confirmed. Upon evaluation it was found that the battery charger/modem ca board power supplies were defective. Additionally there was thermal damage to processors u1000 and u1001, and processors u401 and u13 on the bedside board were defective. The root cause of the defective ca board and bedside board components could not be positively identified. No adverse event resulted from the defective components on the ca board and bedside board. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) old male patient contacted zoll customer support to report that his charger was not powering up. The patient was issued a replacement battery charger/modem.